Event description:
It was reported that on (B)(6) 2026, a 29mm, navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of right branch bundle block (rbbb). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. The patient experienced a right branch bundle block (rbbb) and stabilized after the placing a temporary pacemaker. During the procedure, on the second attempt, the valve was unable to be recaptured. It was difficult to turn the deployment/re-sheath wheel and continued until the end of its road. The ds was retracted back into the descending aorta, and a mirco-adjustment wheel was used but the valve was not completely encapsulated. It was removed from the patient's anatomy and a new 27mm, navitor vision valve was loaded for implant using a new large flexnav ds. The valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc). On the following day, a permanent pacemaker was implanted. On (B)(6) 2026, the patient was discharged.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. An unexpected medical and surgical intervention was a result of case specific circumstances, as a temporary pacemaker was initially implanted and later swapped for a permanent pacemaker. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm, navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of right branch bundle block (rbbb). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. The patient experienced a right branch bundle block (rbbb) and stabilized after the placing a temporary pacemaker. During the procedure, on the second attempt, the valve was unable to be recaptured. It was difficult to turn the deployment/re-sheath wheel and continued until the end of its road. The ds was retracted back into the descending aorta, and a mirco-adjustment wheel was used but the valve was not completely encapsulated. It was removed from the patient's anatomy and a new 27mm, navitor vision valve was loaded for implant using a new large flexnav ds. The valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc). On the following day, a permanent pacemaker was implanted. On (B)(6) 2026, the patient was discharged.